Event description:
Description indicated that the device system was not functioning as intended. However, without the opportunity to analyze the device in co's laboratory, any results (how or what) or more definitive conclusions would be speculative. Other factors have been known to contribute to the same described events.